Manufacturer narrative:
(B)(4). Evaluation: one detached needle and one suture inside folder of product code w9215, lot pacdmtc0 were received for analysis. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole was examined under magnification and remnant suture was noted. The suture end is severely cut, resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the performance needle pull off, is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. The reported complaint is observed. If the further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a posterior lumbar approach procedure on (B)(6) 2019 and suture was used. During use the suture pulled off the needle. Changed to another suture to complete the surgery. There is no reported patient consequence. No additional information could be provided.